Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect prep. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a tight, heavily calcified lesion in the ramus coronary artery. The vessel was predilated and the 2.5x33 mm xience alpine stent was inserted to the anatomy, but the stent dislodged from the stent delivery system during advancement. There was no resistance during advancement. After some time, the dislodged stent was successfully removed from the anatomy via a percutaneous snare device. This delay in procedure did not adversely impact the patient. The procedure was completed with a balloon catheter. Reportedly, the xience alpine was prepped inside the body with air aspiration done inside. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.